Event description:
S [situation]: potentially contaminated needles for IV compounding. B [background]: found needle that appeared suspect. A [assessment]: while working in IV room I noticed that unopened needle has a white substance inside the safety cap. It appears to be the sealant from the manufacture of the needle. Similar needles were found within the same lot so all needle in that lot were segregated. R [recommendation]: needles should not contain inpatriate substances within the needle. [Redacted] hospital site requested RMA [return merchandise authorization] from bd rep. [Redacted] closure letter from mfg [manufacturer] received saying no sample was sent. [Redacted] re-emailed bd to open up their case as we have the sample, but they never sent us a return mailer. Emailed bd to re-open the case, send an RMA, and update the letter once they investigate with the product. Manufacturer response for 16g blunt needle, blunt needle precision 16g (per site reporter). [Redacted] hospital site requested RMA from bd rep. [Redacted] closure letter from mfg received saying no sample was sent. [Redacted] re-emailed bd to open up their case as we have the sample, but they never sent us a return mailer. Emailed bd to re-open the case, send an RMA, and update the letter once they investigate with the product.